Manufacturer narrative:
A ge oec service rep investigated the issue, and could not duplicate the malfunction. The collimator connections were re-seated and the system software was re-loaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system had issue with the collimator and unable to fully open collimators.